Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that patient's device was at end of service (eos) and no longer providing therapy. Patient stated that they had to turn off their device for an MRI of their cervical spine last week and when they went to reset the stimulator and get it turned back on, it was not working and patient did not feel anything. Patient reported seeing a call your doctor icon but did not know the code associated with it. Troubleshooting was tried over the call, but patient was only getting a sequence of numbers on the patient programmer screen and patient stated that the programmer was not doing what it had been doing before. Patient indicated that it was going really high, and was painful and hurting so bad. Patient confirmed they saw 1.0v. They were advised to decrease stimulation but patient stated it was not decreasing and then finally noted that it went down to 0.8v and then they saw eos on the programmer. Patient confirmed they first saw eos the day prior to the report. Patient mentioned that they've had a lot of bladder problems their whole life and needed to see a healthcare professional hcp immediately. No further complications were reported.